Event description:
It was reported that the pt came to the emergency room complaining of abdominal pain. The pt was admitted to the emergency room and the pt's status was reported to be fair. The pt did not have a programmer. The pt was being taken to surgery. Details of surgery were not reported. The relationship of pt's symptoms to the device and therapy were not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The account is unable to obtain accurate patient results on the architect analyzer. Error code 1007 (unable to obtain results, activated read failure) was also detected. The issue was not assay specific but affected hbsag (hepatitis b surface antigen) more frequently. The issue was resolved by replacing reaction vessel cells in use, lot 69436p100 and lot 69009p100 with another lot (68007p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.